Event description:
It was reported to philips that the customer is requesting to upgrade erlang otp because of the vulnerability common vulnerabilities and exposures (cve) 2025-32433. The device was in clinical use at the time of the event and no adverse events or harm were reported. Philips has started an investigation of this complaint.